Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the back two therapy electrodes. It was reported that the rash was red and itchy. The patient's doctor prescribed bacitracin for the patient to apply to the rash. Per the patient's cardiologist, the patient ended use. Follow-up attempts were unsuccessful and the outcome of the patient's rash is unknown.